Event description:
Caller reported aviva system blood glucose result of 13.5 mmol/l and 3.6 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).